Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure, the staples did not close. The surgeon oversewed the staple line to complete the procedure. Three days post op, the patient had to receive six units of blood and underwent a vats exploration; the cause of this, is unknown at this time.